Event description:
It was reported that a patient underwent a biopsy procedure on (B)(6) 2023, using a brevera disposable device. The biopsy device was successfully tested prior to use, and the procedure was initiated. However, after only 5 samples were taken, the needle jammed and the procedure could not be continued. When they tried to remove the needle from the patient's breast, it was difficult than usual, and the patient fainted. The needle was immediately removed, the aircon was switched on and a cold compress was placed on the patient¿s forehead. The patient was rescheduled for a new procedure.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.